Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he dropped the insulin pump and was alarming. Customer stated that when he looked at it he notice that the drive support cap was missing. Nothing further was reported.